Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that it is normal for a battery to deplete by 15-35% per day and explained that the battery issue is a known side effect of cgm error 42, which usually resolves once the error is cleared. The customer understood and acknowledged the information provided.